Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl and lost conciousness. Cause of bg was unknown. Customer required assistance from emergency medical services to provide glucose tablets to address bg and monitor glucose levels. Recommendation was made to consult with a healthcare provider regarding diabetes management.